Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving bilateral coverage. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein an additional system was implanted to address the issue.